Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The insulin pump was not available to troubleshoot at time of call. The customer's mother requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.